Manufacturer narrative:
The technician found the connecting rod and brake hardware was worn most likely due to normal wear and tear. Per the hill-rom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician installed a brake steer linkage upgrade kit to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes will hold on the head end but the foot end brakes are not holding. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).